Manufacturer narrative:
Additional information: b5, b6 and h6. B5: upon follow up, it was reported that the suspected peritonitis event was not confirmed as peritonitis. The patient experienced cloudy fluid and abdominal pain. On an unknown date, antibiotic treatment was discontinued. At the time of this report, the patient was recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with isepamicin injection (400mg, once daily, intraperitoneal, ongoing) and vancomycin injection (1g, after every 72 hrs, ongoing) for suspected peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.